Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect impact code: 4625 (to capture incision enlargement and unplanned sutures). Section h6: health effect clinical code: 4581 (to capture incision enlargement). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) during implantation, had the front haptic bent in cartridge and was not stable in eye. There was a 30 minute delay in procedure. There was no unplanned vitrectomy reported, but there was incision enlargement and sutures performed. No outside of standard care medication was prescribed. It was noted that the iol was placed into the patient¿s eye however, with the front haptic bent, the lens would not uncurl in the eye so it was removed and a back up lens, model za9003 was used. The patient fully recovered. No other information was provided.